Manufacturer narrative:
The main component of the device system the relevant components include: product ID: 8575, lot# j12533r, implanted: (B)(6) 2006, explanted: (B)(6) 2015, product type: catheter. Product ID: 8709, lot# j0178003r, implanted: (B)(6) 2001, product type: catheter. Fdp, fdd, and fdc codes apply to both catheters, not pump.

Event description:
Information was received from a consumer (con) regarding a patient receiving an unknown dose, probably 1500mcg/day, of an unknown co ncentration of baclofen via an implantable infusion pump for intractable spasticity and cerebral palsy. It was reported that since 2012 the patient's spasticity has increased. During the patient's pump replacement in 2015 the surgeon attempted to push something through the catheter. It was difficult so the surgeon was going to replace the catheter but was unable to because the patient has too much metal in their back. Patient has a rod and a fusion. No other information is known at this time. If additional information is received, a follow-up report will be sent at that time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.